Manufacturer narrative:
Concomitant medical products: 86053, 8.0mm lo pro trach tube x10, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was intubated with two sized-8 endotracheal tubes. That had similar issues of not staying inflated. The patient was then reintubated with a sized 7.5 endotracheal tube that stayed inflated. After the first reintubation, the patient started to have moderate amount of blood coming from the endotracheal tube. And suction was needed to keep the airway patent.